Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly not pursuing revision surgery at this time. A review of the device history record revealed no rework. The recipient remains implanted. This is the final report.